Manufacturer narrative:
Event - describe event or problem: updated with additional information received device evaluated by MFR- procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific medical safety director. The first several loops shows treatment with balloon and stent of right coronary artery lesion. This is followed by positioning of pigtail in non coronary cusp with acceptable alignment of the three cusps. Off label use of isleeve through subclavian access with tip advancing to aortic arch. Balloon aortic valvuloplasty is performed and acurate valve advanced through subclavien access. It seems to be difficult to position the valve correctly with this approach and after full deployment the valve ends up to cranial, above the aortic annulus, with significant paravalvular leakage (pvl). A second valve, also advanced through the subclavian access is deployed at the annulus with no significant pvl. In the available video loops it is not possible to determine whether part of the isleeve is missing. A control shot of the brachiocephalic and the subclavian artery shows an ectasia right distal to the subclavian/common carotid bifurcation without signs of perforation (there is no contrast injection before introducing or during introduction of the isleeve and it is not possible to know whether this ectasia is preexisting). In conclusion: the media is consistent with the event description showing off label subclavian access for transaortic valve replacement with isleeve, using an acurate valve. The correct positioning of the acurate valve fails with too high final position, which is addressed with valve in valve. There are not many loops showing the isleeve and in the available loops it is not possible to determine whether part of the isleeve is missing.

Event description:
It was reported that tip detachment occurred. Procedure summary: vascular access was obtained via a subclavian vascular access. A 14f isleeve introducer sheath was placed. Predilation was performed with a 23mm non-bsc non compliant balloon. A medium acurate neo bioprosthesis was loaded on an acurate transfemoral delivery system and advanced into the patient. The acurate neo bioprosthesis was implanted and the position was considered high. The acurate neo bioprosthesis lost contact with the annulus on the non-coronary cusp (ncc) side. After removal of the acurate transfemoral delivery system, it was noted that a small piece of the tip of the 14f isleeve introducer sheath had detached. The 14 f isleeve tip fragment was found to be engaged in the framework of the acurate neo bioprosthesis. To avoid the risk of migration of the acurate neo bioprosthesis, a 26 non-bsc valve was implanted in valve in valve fashion. No patient complications were reported. It was further reported that access was obtained via the right subclavian. The isleeve distal tip was located inside the subclavian (sc) trunk when it was advanced into the patient.

Event description:
It was reported that tip detachment occurred. Procedure summary: vascular access was obtained via a subclavian vascular access. A 14f isleeve introducer sheath was placed. Predilation was performed with a 23mm non-bsc non compliant balloon. A medium acurate neo bioprosthesis was loaded on an acurate transfemoral delivery system and advanced into the patient. The acurate neo bioprosthesis was implanted and the position was considered high. The acurate neo bioprosthesis lost contact with the annulus on the non-coronary cusp (ncc) side. After removal of the acurate transfemoral delivery system, it was noted that a small piece of the tip of the 14f isleeve introducer sheath had detached. The 14 f isleeve tip fragment was found to be engaged in the framework of the acurate neo bioprosthesis. To avoid the risk of migration of the acurate neo bioprosthesis, a 26 non-bsc valve was implanted in valve in valve fashion. No patient complications were reported.